Event description:
The facility representative reported a cracked door on channel 1. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated they did not know if there were any reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 27, 2007. A baxter service technician evaluated the device on-site and found cracked door hinges on channel 1. The reported condition of the cracked door was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.